Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to connect the charger to the ipg due to increased amount of edema in the pocket site. The physician aspirated more than fifteen milliliter of blood from the pocket twice. The physician believed that the edema was the patients physical reaction in creating the pocket and the surgical procedure itself. This was not device or procedure related. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.